Manufacturer narrative:
This event was initially reported, inadvertently, through form 3500 (mw5087486) online to FDA medwatch on 19jun2019. Here, this event is again documented through form 3500a to ensure that all of the proper documentation has been sent to FDA as noted in the regulations. The information submitted in mw5087486 is the same as documented in this form.

Event description:
After a marketing demo procedure, patient had an infected knee and was admitted to the hospital. Patient's knee was washed out with antibiotics.